Manufacturer narrative:
It was reported that the patient ended up in valgus and sustained a fibular fracture unrelated to the surgery a year post op. The patient is now preparing to have their knee revised. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient ended up in valgus and sustained a fibular fracture unrelated to the surgery a year post op. The patient is now preparing to have their knee revised.